Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the control printed circuit board solved the issue. The control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The ventilator passed all functional and safety tests and was cleared for clinical use. Moreover, inspiratory pipe and connector muff were found damaged and replaced. The device's logs and claimed part were not provided for further analysis. Our conclusion is that the defective part was the cause of the failure.

Event description:
It was reported that the ventilator generated a technical error code indicating error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).